Event description:
It was reported that while retrieving the angio-seal locator, the user realized that 4cm was missing. The physician used a sling cross over (contralateral) from the patient's other side to remove the tip. There were no reported consequences to the patient. No additional information is available.

Manufacturer narrative:
One 6f angio-seal vip locator was returned for evaluation. The locator had been severed into two segments; portions of the blood inlet holes were visible at the mating end of each segment, and the corresponding tubing had been stretched and torn. No other contributing visual anomalies were noted. The overall device condition was consistent with forcible severing of the locator at the blood inlet holes. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude, the case for the reported event could not be conclusively determined.